Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had intermittently stopped functioning. Reportedly, the wake button had fully detached from the pump. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was in the 400s mg/dl range. Reportedly, the customer continued using the pump for insulin therapy.